Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient experienced a heart attack while on the cycler and had to disconnect and cancel treatment. Additional information received from the patient's pd nurse confirmed that the patient was hospitalized for a st-elevation myocardial infarction. The patient was discharged from the hospital on (B)(6) 2016. The patient's medical records have been requested but have not yet been made available.